Event description:
Customer reportedly obtained results of 340mg/dl or 430mg/dl and 110mg/dl within 2 mins on the same device. No action was taken based on device results. No adverse event reported and no treatment received. Customer reported that he once left the cap off of the vial of test strips for 1 day. No strip info reported. No qc were used. Requested return of suspect device and replacement was sent.